Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to event date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. The energy was stable during the whole day. The treatment could be identified in logfile. No relevant deviation between planned and performed energy is detectable. The user operated surgery within the recommended energy settings, but with a very thin flap. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a flap was made but was unable to lift the flap in the right eye. The patient will return at a later date for photorefractive keratectomy. No additional information available.